Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: bmw universal; balloon dilatation catheter: nc trek 3.25x8. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.25x8 nc trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and de novo lesion located in the mid left anterior descending artery. The tip of a 190 cm balance middle weight (bmw) universal guide wire was shaped and before insertion into the patient, a kink was noticed. The guide wire was replaced with another bmw universal guide wire. Pre-dilatation was performed with a 3.0 x 15 mm trek balloon catheter. Then a 3.25 x 15 mm xience alpine was advanced to the target lesion and during inflation, the stent started to move distally. The stent was implanted, but did not fully cover the lesion as part of the stent was implanted in healthy tissue. A 3.25 x 8 mm nc trek balloon catheter was used for post-dilatation of the lesion. After inflation at the proximal end of the stent, the balloon had slipped to the distal end of the stent. Additional inflations were done, but the balloon kept slipping. The balloon was exchanged for a 3.25 x 15 mm nc trek balloon which was successfully used for post-dilatation, ending the procedure. There was significant delay in the procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to deploy the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the images provided for review are the diagnostic angiograms only and were acquired prior to any device usage. There are no images indicating any interventional devices (guide wire, stent delivery system, balloon) in the anatomy. Confirmation of the reported device movement cannot be evaluated with the images provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.